Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) , who performed pd therapy with a homechoice (hc) device, passed away due to an unknown cause. The pt was not hospitalized prior to death. Dianeal therapy was ongoing at the time of death, however, it was unknown whether the pt was connected to the hc at the time of death. It was unknown if an autopsy was performed. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was returned and evaluated. A review of the event history log revealed no failure, malfunction or iipv events that could have caused or contributed to the reported problem. The results of the sample analysis revealed no failure or malfunction identified that could have caused or contributed to the patient passing away. The device passed both electrical and functional testing. Analysis of the device pneumatic system revealed no leak and all pressures were correct and stable. The device passed seal, purge and wet disposable integrity tests. A review of the service history revealed no failures or problems that were the same as, or similar to the reported condition and there was no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An event history log review will be performed. Should any relevant information be obtained from this review that is related to the reported event or through other means, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4): the cause of the reported problem was not determined. The device was sent to service. Should additional relevant information become available, a follow-up report will be submitted.